Event description:
It was reported that the device went into hardware reset mode during an induction test post hv therapy delivery. The patient had to be externally shocked. As such, the device was explanted.

Manufacturer narrative:
The device was confirmed to be in backup vvi reset when it was received. The device entered backup vvi when the device was delivering a fib therapy shock. The device was tested in the automated test system, and no anomaly was detected. The device met all specifications. The cause of the reset was not conclusively determined; however this type of reset may be caused by an open high voltage lead or lead connection..

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.